Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer could not find icon to activate freestyle libre 2 sensor glucose alarms in the librelink application, after applying a new sensor. The caller reported that as the customer could not set alarms, she experienced an incident in which she became hypoglycemic and required treatment of sandwich by her mother. There was no report of death or permanent injury associated with this event.